Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported by the sales rep that during a thyroid procedure, the minimum activation button failed. Same device and foot pedal were used to finish the case with no patient consequences. One device returning. No replacement required.